Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Device would not autofill during assessment functional testing unless the circulation pump was primed first. Alert 1, 2, and 113 in patient data confirmed flow problems. Circulation pump is planned to be serviced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting disk read error messages on the control panel, it would be coming in for a control panel replacement. Per sample evaluation results on 02jul2024, it was reported that the device would not autofill during assessment functional testing unless the circulation pump was primed first.

Event description:
It was reported that the biomed had the arctic sun device that was getting disk read error messages on the control panel, it would be coming in for a control panel replacement. Per sample evaluation results on 02jul2024, it was reported that the device would not autofill during assessment functional testing unless the circulation pump was primed first.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.